Event description:
The company was informed that the pt's device had extruded. Surgery to reposition the device was completed. Advanced bionics is in the process of gathering further information. Once additional information has been obtained a supplemental report will be submitted.